Event description:
It was reported that the patient with an ambicor penile prosthesis (app) was experiencing problems with the filling of the device and was unable to achieve an erection. A surgical procedure was performed to remove the app and a new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported.